Event description:
The complainant alleged that while monitoring a patient (age and gender unknown), the device intermittently received an ECG signal with stat pads. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.